Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. The event history log confirmed a ¿cassette not attached properly¿ alarm message occurred. Functional testing could not replicate the reported issue; however, the downstream occlusion (dso) sensor was found degraded and an air bubble was found in the dso seal. The probable root cause was determined to be the dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibits 'cassette is loose, reattach cassette' issues. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.